Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. The customer's blood glucose level was around 280 mg/dl. Troubleshooting with tandem technical support was performed and reportedly, the previous issue was no longer interfering with the customers ability to interact with the pump.